Event description:
An ept generator and footswitch were used during rf cardiac ablation. The footswitch was not working. When the user fixed the connector in the back of the generator, they claim it sent a signal through the catheter and made the patient go into heart block. It is unknown whether intervention was required. The procedure was successful and patient condition reported as "fine".